Event description:
It was reported that the patient presented during aveir vr implant. During procedure, it was noted that the leadless pacemaker exhibited r wave sensing variation and failed to fixate. When the leadless pacemaker was retrieved, it was noted that the helix was slightly sprung. The reported device was not implanted and an procedure was completed with an alternative leadless pacemaker on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of sprung helix was confirmed while the reported event positioning failure and sensing problem were not confirmed. As received, a device was returned for analysis. Visual inspection found that the helix was stretched out of specification consistent with procedure damage. The cause of the reported event of sprung helix was isolated to procedure damage. No other anomalies were identified.